Event description:
Info reported indicates that the cg band was removed due to severe mitral insufficiency. Pt had a myocardial infarct, and has a history of cardiomyopathy. Lv dilatation, and heart failure. Band had been implanted for one year. This was the pt's third reoperation.